Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium tank is not correlating to full. It is unknown under which circumstances the event occurred however, there was no patient involvement ; thus there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) helium tank gage is not correlating to full after installing new tank. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) had evaluated the unit and reports that helium gage not matching as full after installing new tank. Upon inspection, protective plastic wrapper had not been removed from tank prior to installation.this caused a large leak to occur and new tank quickly bled down and shows 1/4 full. Gage reported accurately as tank was leaking down immediately upon installation. Able to confirm accuracy of gage by placing tank into know working machine. Gage matched actual at 1/4 when mounted in test unit.placed full tank into suspect unit. Gage reads properly at full. Pm complete: passed. Functional testing and safety check to factory specifcations. Unit passed all functional and safety tests per factory specifcations. Returned to customer and cleared for clinical use.